Manufacturer narrative:
Device received with critical pump error due to moisture damage to the electronic assemblies. No moisture damage was found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error alarm. The insulin pump was exposed to moisture as the customer went swimming prior to alarm. The customer's blood glucose level was unknown at the time of the incident. Customer inserted a fresh battery and the insulin pump went blank and started vibrating. And troubleshooting was performed and the insulin pump will be returned to the analysis.